Manufacturer narrative:
This report is submitted on january 05, 2024.

Event description:
Per the clinic, the patient experienced poor performance with the device use. Troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2023 and the patient was implanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on april 23, 2024.